Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Therefore, the assignable cause could not be identified and no repairs were made for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed before release. Should the device be received or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with "vertical lines through center of main display ". The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, however there was no patient injury, or medical intervention reported related to the device. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.